Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pyxis trigger fills did not appear. A technical support specialist updated the just in time triggers after advising the customer that commas should not be used in the station name. All inventory records were re-synchronized to ensure accuracy. As a result, the issue was resolved, and all refills were generated correctly. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, pyxis trigger fills did not appear. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.